Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. Patient had a pre-exisiting pacemaker lead at the anterio-septal commissure, which pushed the septal leaflet into the septum causing the tr. A xtw triclip was chosen for implantation. The clip was placed on anterior leaflet beside the lead and grasped the septal leaflet and lead. After deployment, the septal leaflet detached from the clip. There was no tissue damage. No further intervention was performed. The procedure ended with tr unchanged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unchanged tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.